Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an x-ray showed that the port catheter has luminal narrowing, pinch off grade 2. Due to the reported luminal narrowing, the patient was not able to receive treatment. The port was removed and replaced. No patient injury reported.